Event description:
The account alleged that the bed did not send a nurse call when the bed exit alarmed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.